Event description:
The customer reported getting a shock equipment malfunction message. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer and philips response center staff performed the evaluation of the device by phone. The customer ran a successful opcheck. No errors were noted in the status log. We are considering this a malfunction based on the customer's description only. We cannot determine the cause since the symptom could not be duplicated.